Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted the low voltage lead could not be removed from the pacemaker's header. The pacemaker was successfully exchanged. The patient was stable throughout the procedure.